Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that after the incision had been made, the system displayed a system message and stopped working. The eye was closed, the surgery was aborted, and the case was to be rescheduled. Add'l info has been requested.